Manufacturer narrative:
There was no patient injury reported. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a temperature sensor on the patient side of the sorin heater-cooler system 3t was out of calibration and needed adjustment. There was no patient injury reported. A sorin group field service representative was dispatched to the facility to investigate. The temperature probes of the patient tank were recalibrated and subsequent testing showed that the unit was working according to specification. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will monitor the market for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that a temperature sensor on the patient side of the sorin heater-cooler system 3t was out of calibration and needed adjustment. There was no patient injury reported.